Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was about to deliver bolus and buttons on the insulin pump were not responding. The customer blood glucose level was unknown. Customer was assisted with troubleshooting. Customer stated that the numbers were not ramping on their own. Customer stated that the scroll bar did not moving with no input. Customer stated that there were no response from any button. Customer stated that the it was working now. The device will not be returned for analysis.